Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery (mlad) with 90% stenosis, heavy calcification and moderate tortuosity. During the procedure a perforation occurred. The 2.85x16mm graftmaster covered stent had resistance with the anatomy and failed to cross the lesion due to interaction with the edge of the deployed non-abbott stent. There was no resistance during removal, however, when the system was removed the stent dislodged inside the y-connector. The dislodged stent was simply removed. Another graftmaster was used with a guide extension to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance and difficult to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported difficulties appear to be related to the operational context of the procedure, as it is likely the device interacted with the heavily calcified, moderately tortuous, 90% stenosed lesion in addition to the deployed non-abbott stent during advancement, as resistance was noted, causing the reported failure to advance and difficult to advance/position in addition to the observed wrinkled outer member. Interaction with the y-connector during retraction of the device likely contributed to the reported stent dislodgement and observed stretched inner/outer member. There is no indication of a product quality issue with respect to manufacture, design, or labeling.